Event description:
On (B)(6) 2013, the customer reported to baxter service technician a flogard infusion pump with serial number (B)(4) and product code 2m8063f referring it presents the alarm f-38. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. Sample was evaluated in customer site. Device service date: (B)(4) 2013.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed. The root cause of the reported condition was due to a right force sensing resistor (fsr) being out of specification. To correct the issue the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.